Manufacturer narrative:
The incident was reported to neoventa office in (B)(6). The device remains in the hospital and no failure to the device has been reported. There is no obvious cause of the outcome in the efm recording. There are no cord gases available until the arrival to the neonatal unit after more than 30 min of resuscitation: ph (B)(6) the obstetric team performed correctly according to guidelines. Suspicion of infection due to high crp values, as antibiotics was administered to baby prior to blood culture. The parents have denied post-mortem examination.

Event description:
Baby monitored with efm and st analysis from 08.00 am. Oxytocin infusion ongoing, maternal temp 38.2c. Fetal blood sampling ph (B)(6) at 08.45 am. Delivery terminated at 11.06 am with midcavity vacuum extraction, (B)(6). Baby resuscitated for 30 minutes, no cord blood gases available. First ph at arrival at neonatal unit: 6.30. Antibiotics given to baby prior to blood culture: negative for mother and baby. Baby died at (B)(6).